Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with ventricular assist device (vad) patient presented to the emergency room with fever, weakness, chills, and was found to have a subarachnoid hemorrhage. The patient had a supratherapeutic international normalized ratio (inr) of 7 on presentation and was on warfarin and aspirin. Ongoing right-sided weakness was noted. Blood cultures taken at admission were positive, and the patient was being treated with antibiotics. Computed tomography (CT) of the brain/head was performed, and no mycotic aneurysms were found. The device parameters remained stable overnight. A surgical intervention was planned, though details were unspecified. The patient was alive with injury. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis did not reveal any anomalies within the analyzed period. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, bleeding and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.